Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary no anomalies found; full lead in segments returned and analyzed.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary lfj135924v no anomalies found; full lead in segments returned and analyzed

Event description:
It was reported that there were high pacing thresholds, high impedance, oversensing of artifact, and insulation damage caused by a suture. It was also reported that a stylet could not be advanced, and the helix would not retract. The lead was explanted and replaced with another lead of the same type. No patient complications were reported as a result of this event.